Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was broken and required replacement. A piece of the tower door that broke off, cut a user finger when user was retrieving medications and basic first aid was provided. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door one was damage. A field service engineer (fse) replaced the damaged tower door plexiglass by removing the existing door, transferring all components to the new plexiglass, and reassembling the unit. Proper alignment and functionality of the tower door were verified. The system functioned as intended after the field service engineer repaired the device.